Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed shock impedances of greater than 125 ohms. Isometrics and pocket manipulation were performed with normal resulting impedances. The patient was seen for a revision procedure where the lead was explanted and replaced; the device remains in service. There were no additional adverse patient effects reported.